Event description:
It was reported that a volume discrepancy occurred. Every time the patient had a refill, there would be less morphine than anticipated. When asked when this started, the patient stated that she¿d had colon and bowel problems for the past 6 months. This was reportedly a sign that her body was not getting enough morphine. The patient would get a refill approximately every 90 days and would have ¿raging cramping¿ diarrhea every time it was time for a refill. At refills, it was always a ¿tiny¿ amount and the hcp always expected more. It was also reported that the patient was going through withdrawal for 6 weeks. The patient experienced vomiting, nausea, diarrhea, chills, and the ¿whole 9 yards¿. The withdrawal started 6 weeks prior to (B)(6) 2015. The patient¿s pump was defective. The patient had a pump refill on (B)(6) 2014 and wasn¿t scheduled for a refill until (B)(6) 2015. The refill was due on (B)(6) 2015, but the hcp always did refills 2 weeks before the patient was supposed to alarm. The pump was replaced because of a malfunction. At the time of the replacement, the eri was less than 1 month and the programmer indicated that the reservoir volume was 10ml ev en though when the reservoir was emptied at implant, it was empty. At the pump replacement, when the healthcare provider (hcp) opened the patient up, it was dry. The patient was supposed to be ¿fine¿ until february. However, she had been out of morphine for 6 w eeks. The pump never alarmed due to the elective replacement indicator (eri) or an empty reservoir. The hcp asked the patient if the pump ever alarmed and when she stated that it hadn¿t, the hcp told her that it had to be defective if it wasn¿t alarming. The patient¿s pump was replaced with a 20ml pump to fit her body better, as she had lost 60 pounds. The patient¿s hcp didn¿t want the patient to have another defective pump, so he filled it with saline. At the time of this report, the patient wouldn¿t have morphine in the pump for another 10 days. As of (B)(6) 2015, the patient finally had medication in the pump. It was noted that the patient was a chronic pain patient with back problems and had to be on oral medication. The patient currently had her 3rd pump and had never had a problem before. The reporter asked if the pump overinfused. It was stated that the pump would not be sent for analysis because it was an ¿end of life (eol) pump¿. The device system was used to deliver morphine. The cause of the event and final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709 serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).